Event description:
It was reported that the patient had a low heart rate. The patient had never been seen for follow up. The device no longer paced at appropriate capture threshold output upon reaching elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a low heart rate. The patient had never been seen for follow up. The device no longer paced at appropriate capture threshold output upon reaching elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted; 4058m implantable pacing lead (B)(6) 1995. (B)(4).